Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No frozen display noted. The insulin pump had minor scratches on lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported that when she was attempting to give a bolus, the buttons froze and she was unable get any response. Customer stated that the act button was also not responding. Customer's current blood glucose reading is 157 mg/dl. No further information reported.